Event description:
Consumer reported a same day spinner, consumer also reported that the time of the loss in relation to implantation was before prosthetic restoration. Consumer also reported that primary stability was not achieved, consumer also reported that the implant did not achieve osseointegration. The consumer also reported that an allograft augmentation procedure was preformed at the time of surgery. Consumer also reported inadequate bone quality/ bone quantity. Consumer also reported that they placed the dental implant & removed it within the same day that the bone was placed.

Manufacturer narrative:
Consumer reported a same day spinner, consumer also reported that the time of the loss in relation to implantation was before prosthetic restoration. Consumer also reported that primary stability was not achieved, consumer also reported that the implant did not achieve osseointegration. The consumer also reported that an allograft augmentation procedure was preformed at the time of surgery. Consumer also reported inadequate bone quality/ bone quantity consumer also reported that they placed the dental implant & removed it within the same day that the bone was placed.